Event description:
It was reported that during the procedure, after the anchors were set and just before the incision was to be made for the ipg pocket, the patient stopped breathing. The patient was moved to a stretcher where he started to breathe. The medical team indicated that the patient was in atrial fibrillation. Staff were able to stabilize the patient, who was then transported to the hospital by ambulance.